Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set leaked. The reporter stated that blood was noted on the patient¿s bed during infusion. Upon further inspection, the nurse identified that the ¿t connector had separated toward the hub end were the catheter is inside a hard plastic protector.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.